Manufacturer narrative:
(B)(4) the device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime everolimus eluting coronary stent system (eecss) instructions for use (IFU) as a known patient effect of a coronary stenting procedure. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed, mildly tortuous, moderately calcified lesion in the mid left anterior descending (lad) coronary artery. A 3.0x28mm xience prime stent was deployed and a distal edge dissection was noted. A 3.0x18mm xience prime was then deployed and successfully covered the dissection to complete the procedure. There was no adverse patient sequela. No additional information was provided.